Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was chosen for implantation utilizing a large flexnav delivery system. There was no calcification extending beneath the aortic annular plane in the interventricular septum. When advancing the non-abbott guide wire, the patient went into complete heart block. The navitor valve was implanted at a depth of non-coronary cusp (ncc): 5mm. A higher implant could not be achieved due to the horizontal aorta, however the patient continued to have complete heart block post implant, however it had not worsened. The patient left the operating room with temporary pacing. Three hours post procedure, a permanent pacemaker was implanted. There was no prolonged hospitalization for monitoring of rhythm. The patient is reported to be stable. There was no clinically significant delay.

Manufacturer narrative:
An event of heart block (complete heart block) after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient presented with right bundle branch block, there was no calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 5mm from the non-coronary cusp (deeper than the recommended 3mm). It was noted that the patient went into complete heart block while crossing the valve with the with safari wire. Based on the available information, the root cause of the reported event could not be conclusively determined. It is possible that patient condition (previous heart block) and/or procedural conditions (possible interaction with anatomy during guidewire advancement) contributed to this event. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.